Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable right ventricular (rv) pacing lead exhibited increased pacing thresholds approximately 8 days following implant. During an evaluation in the clinic, the rv lead was observed to have dislodged. A revision procedure was performed, and the lead was successfully repositioned without further incident. No additional patient effects were reported.